Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stent deployment procedure in the cardiac portion of the esophagus performed on (B)(6) 2013. According to the complainant, the lesion was approximately 3-4 cm and was dilated prior to insertion of the stent. The patient anatomy was noted to be severely tortuous. During the procedure, the stent was inserted through the lesion but the stent unable to be deployed at all. The device was removed from the patient and it was noted that the distal tip of the stent was partially deployed. The physician noted the partial deployment was likely due to the tortuous anatomy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 3 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18 (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stent deployment procedure in the cardiac portion of the esophagus performed on (B)(6) 2013. According to the complainant, the lesion was approximately 3-4 cm and was dilated prior to insertion of the stent. The patient anatomy was noted to be severely tortuous. During the procedure, the stent was inserted through the lesion but the stent unable to be deployed at all. The device was removed from the patient and it was noted that the distal tip of the stent was partially deployed. The physician noted the partial deployment was likely due to the tortuous anatomy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.